Event description:
Procedure: vats. Reportedly, during surgery, the staple pushing assembly of the sulu disengaged from the device and was not noticed during surgery. Therefore, it was left in the thoracic cavity. During a control radiography, they noticed the parts and removed them in 2007 by rethoracoscopy.

Manufacturer narrative:
.